Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G1: manufacturer site country code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after washing at sterile processing on an unknown date, the metal tip of the depth gauge was noticed missing. There was no patient and surgical involvement. This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).

Event description:
Update: concomitant product added - depth gauge for 2.0mm and 2.4mm screws.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D11: concomitant product provided for reporting. H3, h4, h6: a review of the device history record. Device history lot: part #: 319.006, synthes lot number: 7542854 , manufacturing site: synthes jennserville, release to warehouse date: 06-dec-2013. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. H3, h6: investigation summary background: it was reported that on an unknown date, the two (2) metal tip of the depth gauges were found missing after a wash in the sterile processing. There was no patient involvement. This complaint involves two (2) devices. Investigation flow: damage. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (p/n: 319.006, lot number: 7542854) was received at us cq. Upon visual inspection, the needle is broken off and the protection sleeve is missing. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage and definitive finding of a missing component. Document/specification review: 319_006 rev n (current) and rev f (manufactured) were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the needle is broken off. Additionally, the protection sleeve is missing, likely due to disassembly during cleaning/sterilization. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.